Event description:
Device malfunction: loss of resistance, failure to deploy - locator wings. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using a starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after completion of step 2, when the device was retracted to place the locator wings against the anterior surface of the arterial wall to locate the access site, the device pulled out of the vessel due to the locator wings not being deployed as expected. It was not specified how hemostasis was achieved. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.